Event description:
I had an appointment for a covid-19 test with curative. The test was at (B)(6). I received the testing kit and when it came for someone to instruct and observe me perform the test, the curative employee said "have you done this before?" And when I said yes, instructed me to perform the test by myself, unobserved while the employee attended to the next person in line. I did so, and did not correctly perform the test--but only realized later. I have since learnt the test must directly observed and directed during the sample collection process. This did not occur for me. It may increase the false negative rate of this test. Please communicate to curative that employees must strictly enforce the FDA guidelines for observing and instructing the self-swab process. FDA safety report ID #: (B)(4).